Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the motion batteries were replaced which resolved the issue. The replaced batteries were not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that there was a motion battery error message on the pendant. No patient was present during the time of the reported incident.